Event description:
Covidien received info stating that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have replaced the bd cpu. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).